Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a qdot micro catheter and post procedure the bwi product analysis lab identified a separation between pebax and electrode section. During the procedure, the medical team identified a 106 alert code after the catheter was plugged into the carto system and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish material inside the pebax and a separation between pebax and electrode section. The device was connected to the carto 3 system and error 105 was observed, no force sensor error was displayed. Due to the error displayed, device handle was dissected and an open circuit at tip area circuit was found at the tip area. A manufacturing record evaluation was performed for the finished device lot number 31553023l and no internal action was found during the review. The reddish material inside the pebax could be related to the force sensor error reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The magnetic sensor error observed is unrelated to the issue reported by the customer. The potential cause for the open circuit at tip area circuit could not be determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).